Event description:
During a tfn procedure a construct consisting of 130° aiming arm, buttress compression nut, and blade guide sleeve encountered a problem. The aiming arm slipped as the buttress compression nut along with the blade guide sleeve kept disengaging from the aiming arm. Surgeon had to keep engaging the compression nut and blade guide sleeve to complete the procedure. This added a 10 to 15 minute delay, the procedure was completed with no adverse effect to the patient noted. This is 1 of 3 reports for this event.

Manufacturer narrative:
A review of the DHR indicates there was one mrr 54847 for: paint finish not meeting specifications and t1 thread m18x1.5-6g failing the go gage. All nonconforming parts were reworked, 100% inspected after rework and all passed. All records indicate the product which was shipped was manufactured to specifications and there were no anomalies which could have caused or contributed to this complaint. The product was not returned. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.